Event description:
Started using synvisc about 2 years ago, having shots every 6 months. Initially, the relief was fantastic. Then, with the last injections, they did not seem to work at all, and I got really no relief with all five injections. During this same time, I noticed I had lost all the muscle and/or fat in my left lower leg. It is like I now have a peg-leg -straight with no curves, etc-. I think there might have been something defective with the last batch of synvisc the doctor gave me. I am getting his records and can forward those to someone at FDA if needed or interested. I have discontinued use of the synvisc, although preliminary it was really great and got 4 months relief of pain - versus 6 months as advertised-. But it helped a lot. But I do not want to get bone cancer or something from this product, so I've quit using it, as obviously has caused some damage to my lower left leg.